Event description:
During a gastrectomy procedure the staples malformed (open shape) on one side. Operation extended for an hour. It was completed by additional suturing and competing product. There were no adverse consequences to the pt.